Manufacturer narrative:
Gfe sent for follow up about corrective actions and initial reporter details. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician requested technical services (ts) to review reports for this system, with a cardiac resynchronization therapy defibrillator (crt-d), right ventricular (rv) lead and non bsc right atrial (ra) lead. Ts observed yellow alerts for the right ventricular automatic threshold (rvat) test and right atrial automatic threshold (raat) test, which were detected as greater than programmed amplitude or suspended. Ts also noted possible atrial undersensing and an episode of inappropriate therapy, as the ventricular rhythm appeared greater than the atrial rhythm. However, ts indicated this could have also been real ventricular tachycardia. During the episode, anti-tachycardia pacing and a shock was delivered, converting the rhythm successfully. Most recent lead tests were within normal limits. Ts recommended evaluating the leads with cardiology. No adverse patient effects were reported. This system remains in service.